Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the pacemaker exhibited undersensing episodes. In the past, the ventricle lead exhibited noise oversensing that resulted in pacing inhibition. The oversensing issue was resolved through programming changes, but these changes led to episodes of undersensing. No intervention was made to address the issue of undersensing. The patient was stable in condition.